Manufacturer narrative:
It was reported that the receiver-stimulator had extruded. This report is submitted on 12 april 21.

Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown at the incision site. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.